Manufacturer narrative:
Citation: bob-manuel t outcomes following transcatheter aortic valve replacement in patients with native aortic valve regurgitation. Ann transl med. 2018 jan;6(1):8. Doi: 10.21037/atm.2017.09.29. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes following transcatheter aortic valve replacement in patients with native aortic valve regurgitation. All data were collected from 30 publications between 2002 and 2016. The study population included 182 patients (predominantly male, mean age 70 years), 108 of which were implanted with medtronic corevalve bioprosthesis (23 mm, 26 mm, 29 mm and 31 mm) and 1 patient was implanted with 26 mm engager transcatheter aortic bioprosthesis. No serial numbers were provided. Among all patients, 30-day and 1-year mortality was reported to be 11.9% and 16.2%, respectively. Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute these deaths. Among all patients, adverse events included: stroke, aortic dissections, major hemorrhage, second valve, malposition, severe aortic regurgitation (ar), permanent pacemaker implantation and conversion to open heart surgery. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.